Event description:
It was reported that the insulin pump alarmed motor error shortly after the customer had a MRI scan. Ran a displacement test and the device alarmed motor error once again. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and it alarmed motor error during rewind as a result of a motor encoder signal being out of phase.